Event description:
The customer reported that the image went black in the oblique position. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system was tested and found to be operating as intended.